Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of the header being completely separated from the device case and the header was not returned. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that during a procedure to replace the associated right ventricular (rv) defibrillation lead, this implantable cardioverter defibrillator (ICD) was planned to be replaced during the procedure due to normal battery depletion. Upon opening the device pocket to remove the rv lead from the header, the header separated from the device can. The set screws were able to be loosened and the lead was successfully removed from the header. The lead was surgically abandoned and replaced, and this device was explanted and replaced. No adverse patient effects were reported. The return of this device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that during a procedure to replace the associated right ventricular (rv) defibrillation lead, this implantable cardioverter defibrillator (ICD) was planned to be replaced during the procedure due to normal battery depletion. Upon opening the device pocket to remove the rv lead from the header, the header separated from the device can. The set screws were able to be loosened and the lead was successfully removed from the header. The lead was surgically abandoned and replaced, and this device was explanted and replaced. No adverse patient effects were reported. The return of this device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.